Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined. It may be possible that the off-center stent may have been contributed by removal of the stylet and protective sheath during preparation for use. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that during preparation of the 3.25x18mm xience sierra stent delivery system (sds), it was noted that the stent was off center [dislodged]. The device was not used and the procedure was successfully completed with a non-abbott stent. There was no report of clinically significant delay in the procedure. No additional information was provided.